Event description:
It was reported that on literature review "supra tubercular tibial osteotomy and gradual correction with taylor spatial frame for the management of torsional malalignment syndrome ¿ surgical technique and outcomes", one patient required frame adjustment under general anaesthetic during a supra tubercular tibial osteotomy and gradual correction with taylor spatial frame for the management of torsional malalignment syndrome procedure. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).